Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump wasn't working properly because for the last couple of weeks her blood glucose has been running high. The customer's blood glucose was 275 mg/dl. Troubleshooting was performed on the insulin pump and the customer had noticed the device had a few air bubbles in the reservoir. Manual prime was performed to remove the air bubbles of the reservoir. Customer then stated there was always an air bubble at the beginning of the reservoir and the tubing that doesn't go away. Customer is not returning the reservoir for analysis.